Event description:
Caller stated that patient's handset suddenly is asking for a password and patient doesn't remember setting one nor remember what the password is. Caller stated that patient is in pain due to not being able to get into therapy app and make an adjustment. Tss reviewed a replacement handset will be sent. Patient rep called from number registered on patient's file and repeated previously documented information. Patient rep confirmed receiving replacement handset. Agent informed patient rep to remove case from previous handset and use that for the replacement handset. Patient rep mentioned difficulty connecting the handset and communicator to the implant. Agent walked patient rep through connecting communicator to handset and handset showed no device found. Agent walked patient rep through resetting communicator and handset. Agent walked patient rep through connecting communicator and handset to implant; patient rep confirmed handset and communicator were connected. Agent walked patient rep through adjusting stimulation and patient rep confirmed patient was feeling stimulation in their legs. Troubleshooting steps taken resolved the issue. Additional information was received. It was reported that the handset was replaced, but they are still having issues getting the handset and communicator to connect. Agent walked caller through removing the communicator, and resetting the communicator. They then re-connected the communicator, but then again had no device response display. Caller tried again and moved communicator and handset closer together. However they continued to get no device response. The pt was in pain without the stimulation. A replacement communicator was sent out. Additional information was received. It was reported that they received their third external device replacement today since (B)(6) 2024. Caller said that the equipment still wasn't working even though the equipment was brand new. Agent asked for clarification on the issue; caller said that they tried to connect the handset and communicator to the ins, but the connection wouldn't be made. Agent had the caller reset the communicator and then attempt communication. However caller saw no device found. Agent had the caller turn bluetooth off on the handset, power down the handset and then turn the handset and bluetooth back on. Caller saw connected indicated on the handset and that the battery was at 40%. Agent had the caller access the mystim pc therapy app. Caller still saw no device found, so agent had the caller reposition the communicator over the ins, but no device found appeared again. Agent had the caller reset the communicator again, however the issue was not resolved. Caller said that the pt had been in pain for two days again. Caller said that the issue with handset happened over (B)(6) and now they were coming up on another holiday where the device wasn't working. Caller turned the handset and communicator back off and on again and reset the communicator again, however upon attempting communication, no device found appeared again. Caller noted that the communicator was directly on the pt's skin. The external equipment appeared to be working otherwise. Troubleshooting was not resolving the reported issue. Agent advised the caller and pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Caller said that they had a rep's name and number for contact, so they would reach out to the rep as well directly. Pt called back sta ting they needed to be transferred to a supervisor because since implanted they have already got their 3rd replacement item today and they just got off the phone today and walked them through the whole thing over and over for it did not work. They tried to get in touch with the medtronic rep since then but was not getting a response. The last time this happened was over (B)(6) for the pt was in pain and could not go. The equipment was not communicating and they need to talk to a supervisor since this was ridiculous. A manufacturer representative (rep) then called in with patient and wife on the line to state they have received multiple replacement communicators and handsets, but are unable to connect to the ins. Patient's wife states that bluetooth is turned on the handset and the communicator and the green light is on the communicator. Ts advised wife to reset the communicator, which did not resolve the issue. The patient's wife was able to place the handset and communicator over the ins, but it would not communicate. Patient's wife expressed frustration on call, stating that it doesn't work and now her husband is in pain. Wife stated her girlfriend told her to not let her husband get a stimulator because her husband had one for his colon and is does not work. Wife states that they met with mdt (B)(6) for "issues in the past". At that time, wife states they had to put in a password to the handset. Wife also states that after a new handset, "it worked" and now it will not connect. Ts advised rep to meet with the patient in person. Ts reviewed that the communicator may need to be re-paired. Mdt rep reviewed with patient and wife that they may need further education on how to use the handset and to pair it with the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing representative (rep) reported they met with patient and that communicator was reset and paired to handset and everything was working as intended.

Manufacturer narrative:
H3: analysis of the [device], model [tm91scs], s/n [(B)(6)], revealed no anomalies were visually observed. Jabil fa bench testing verified no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.